Manufacturer narrative:
The other proglide referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the plunger was ¿retracted and comes out heavily¿. Resistance is felt while harvesting the suture and the suture was ruptured or lost. Another proglide was successfully preplaced. A new proglide device was used and the plunger was ¿retracted and comes out heavily¿. Resistance is felt while harvesting the suture and the suture was ruptured or lost. A new proglide was successfully preplaced. The tavi procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger was not confirmed as proxy plunger was removed with no resistance. The reported suture detachment could not be tested/ verified based on the returned device condition. Additionally returned device analysis identified an anterior cuff tab was separated and not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event appears to be related to interaction with the patient calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.